Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reer0515 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that the patient had a groshong catheter implanted on december 7, and on the same day the catheter was found to be broken and the patient's bed was wet. It is unknown whether this was caused by the patient or another factor. There was no reported patient injury.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6), and on the same day the catheter was found to be broken and the patient's bed was wet. It is unknown whether this was caused by the patient or another factor. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter break is confirmed but the exact cause remains unknown. One 14.8 cm segment from a 4 fr sl groshong catheter was provided for evaluation. The segment extended from the proximal end up to the 45 cm depth marker. The two-piece connector was not assembled on the catheter and was not returned. Microscopic observation of the distal end of the catheter segment revealed an uneven and jagged break surface. The proximal section was found to be smooth and flat. The catheter did not appear to show narrowing caused by stretching of the catheter. The characteristics of the break surface suggest the catheter likely experienced tensile and rotation forces which may have contributed to the breaking of the catheter. The securement method and handling of the catheter during use may also be contributing factors. Since a break in the catheter observed, the complaint is confirmed but the exact cause of the damage remains unknown. Evaluation findings are herein.